Event description:
It was reported that the patient expired. It was noted that the patients husband checked the patient and could not wake her. Ems found the patient pulseless, apneic, and un-responsive to all stimuli, pupils fixed and dilated, airway was obstructed with vomit, agonal respirations. Ems documented a paced rhythm. The patient transported to hospital with advanced cardiac life support in progress. Differential diagnosis was considered for cardiac arrest including myocardial infarction, arrhythmia, pulmonary embolus, and severe electrolyte abnormality. The patient was not able to be resuscitated. Ultrasound revealed no organized cardiac rhythm without tamponade. There were no documented ventricular arrhythmias.